Manufacturer narrative:
A2 age at time of event: in their 70's.

Event description:
It was reported that death occurred. The patient presented with severe coronary artery disease for evaluation and treatment of the left anterior descending artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion and during imaging the catheter was flushed. The patient expired during the procedure and air embolization was suspected from an unconfirmed source. The physician was unsure if it was from the opticross flush.